Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that steps taken to resolve the shocking/numbed sensation included the patient waiting for a surgery date to have the battery replaced and all leads checked. The shocking/numbed sensation had not yet been resolved.

Event description:
Information received from a patient reported that they have been getting shocked when they touch the upper portion of their implantable neurostimulator (ins). It was reported that the shocking leads to numbness and that the patient was also experiencing pain while recharging. The patient mentioned that they only got a "normal sensation" while on group c and didn't feel any stimulation on groups a, b, or d, even when stimulation was turned to the highest setting. It was noted that the patient had tried increasing and decreasing stimulation but the shocking only subsided when the ins was completely turned off. The patient stated that they were (B)(6) lbs when their ins was implanted and is now (B)(6) lbs; a manufacturer representative reviewed that significant weight loss could be a contributing factor to their current issue. No falls or trauma were reported that could be related to this issue. It was noted that the issues started about 3-4 months prior to the date of this report. The patient is to follow up with their healthcare provider (hcp); however, they mentioned that they don't currently have a managing physician since they have moved. Indications for use are spinal pain and post traumatic neuralgia.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.